Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation, device was found in backup mode. Review of the session records revealed the device was not at eri. Function was not able to be restored. As the patient was pacemaker dependent, the device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The field complaint of backup vvi (bvvi) operation was confirmed. Evaluation of the device revealed the backup operation may have been caused by a high current. Field information was requested for possible emi exposure or any medical procedures performed on the patient around the time of the backup, but none was available. Therefore, the cause of the event could not be determined. Analysis performed including mechanical and thermal stressing found the device to function within normal product specifications. The battery measured data were stable and within the normal range during the entire analysis. The patient underwent radiation therapy prior to the bvvi, but it is not a likely cause for the bvvi that occurred in the field.

Event description:
The patient had received radiation therapy.